Manufacturer narrative:
Concomitant medical products: sedr01 ipg implanted: unknown.

Event description:
It was reported that the right ventricular (rv) lead had several low impedance measurements and then a spike in the impedance to an infinite value. The device switched to unipolar sensing and pacing in the rv lead due to a possible lead issue. A lead revision was advised as the patient is pacemaker dependent. The lead remains in use and has not been revised at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular pacing lead was beyond the expected lower range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.